Manufacturer narrative:
Block b3: the exact event onset date is unknown. The provided event date of (B)(6) 2021, was chosen as the best estimate based on the procedure which happened sometime in (B)(6) 2021 and the day of adverse event reported at 20 days (pod20) post-procedure. Blocks d4, h4: detailed product information was not provided to bsc. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block h6: imdrf patient code e2115 captures the reportable event of "superficial incisional infection on the right flank." Imdrf impact code f23 captures the reportable event of "abscess was drained." Imdrf impact code f2303 captures the reportable event of "the patient was prescribed keflex."

Event description:
It was reported to boston scientific corporation that a percutaneous nephrostomy set was used to treat a right nephrolithiasis during a right percutaneous nephrostolithotomy (pcnl) of stone greater than 2 cm procedure performed sometime in (B)(6) 2021. Only one naviguide device was used. 20 days post-procedure, the patient presented with a superficial incisional infection on the right flank, characterized by an abscess and erythema at the incision site. The patient exhibited no systemic symptoms such as fever, chills, nausea, or vomiting. The abscess was drained, and the patient was prescribed keflex for treatment. Per physician's assessment, the event was not serious, was not related to the device, and possibly related to the procedure.